Event description:
Ever since the pump was implanted in 2002, it has not worked. The pump would turn on and off. A fluoro exam showed a questionable severed catheter. In 2002, the pump and the pocket were surgically explored. It was found that the catheter was kinked at the connector site and the connector was changed to the original connection. After the surgery, the pt had excellent relief and recovered without sequela.